Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The customer reported during the procedure, the system displayed an error message, the user was unable to clear the message. A backup system was brought in and the same error message was displayed as well. The surgeon was unable to complete the procedure as planned. An alternative procedure was performed. The surgeon is unsure if an add'l procedure will be required. Add'l f/u info was requested.